Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they received failed battery test alarms with multiple batteries. The customer's most recent blood glucose was 7.9 mmol/l at the time of call. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. Power management tool shows the backup battery loaded voltage and unloaded voltage are within specification range. The insulin pump was received with normal operating currents. No unexpected low battery or failed battery, battery failed alarms during testing. The insulin pump had scratched case, cracked select button keypad overlay, keypad overlay texture damage, pillowing keypad overlay and minor scratched lcd window.